Manufacturer narrative:
This report is being supplemented to provide additional information and corrections based on the device evaluation: additional information: h6 (type of investigation, investigation findings), h11. Correction: d9, correction to h6 "investigation conclusion" of the initial report, 44 - cause linked to device but unable to trace more specifically."" Is being corrected to "4307-cause traced to component failure".

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the sheath's ceramic tip was broken. The issue occurred during a diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported broken/damaged ceramic tip issue could not be determined, as the device was not returned to olympus for evaluation, however, the damage as described by the customer, was likely thermally mechanically induced and the result of impact stress, such as bumping or a fall, due to user handling/mishandling. The event may be detected/prevented by following the instructions for use which state: warning: infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1, inspection and testing: inspecting the product - visually inspect the product. Make sure that it has: no corrosion; no dents; no scratches. Ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning - risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center. Olympus will continue to monitor field performance for this device.